Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) found that the ins functioned as intended. Insignificant anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va0tkwk, implanted: (B)(6) 2015, product type: lead. Lead not included in report as lead functioned normally with new ins.

Event description:
A manufacturer representative received information from a healthcare provider (hcp) who reported that a patient reported that their device was not working and a lack of efficacy. The hcp conducted an impedance test and found "number outside of the normal parameters." The patient had a revision/replacement and after removing the initial ins the lead was tested and s3 response was noted on all 4 electrodes including bellows and toe response. A new ins was connected to the existing lead and the patient was closed after impedance check found impedances within normal ranges. There were no further complication reported or anticipated.